Manufacturer narrative:
Sientra complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture and bia-alcl, side unknown (alcl doe: on (B)(6) 2023).

Event description:
Left-side suspected rupture. Confirmed that suspected alcl was not affected for this side/serial number.

Event description:
Left-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.